Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. D4: batch # 973c02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60d reload loaded in the device. The reload was received fully fired with some b-formed staples on the deck and no apparent damages. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. No reverse button force or reverse knife issues were noted at any time during the analysis. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 973c02, and no non-conformances were identified. Additional information was requested and the following was obtained: please confirm what trouble shooting steps were taken in order to open the device? The doctor released his finger from the trigger, but the knife did not return. The doctor pressed the knife reverse switch, but it did not work. The doctor used the manual override, but it did not work. He removed the wound with a scalpel. ·there was no bleeding or tissue damage due to this event.

Event description:
It was reported that during an unknown cardiovascular surgery, valve replacement, CABG, and left sigmoid closure were performed. The knife did not return during left sigmoid closure. The reverse button and manual override were used, but the tip did not open. The tip was opened after using the manual override once or twice when the device was recalled and checked. The doctor said that the device fired all the way to the tip and removed his finger, but the knife did not return. The reverse button was used but the knife did not return, and the manual override was used but it did not open. The incision was performed and the left sigmoid was sutured. The cartridge color was gold. Additional suture was performed to complete the case. The sales rep told that the manual override needs to be performed multiple times, but the doctors did not know that. There was a possibility that the jaws were opened before the knife had fully returned. The patient is currently in the ICU. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. Additional information: d4 UDI.